Manufacturer narrative:
Conelog screw line implant promote plus insertion post was not removed after implantation. This is not conclusive. Dentist should have removed insertion post immediately after implantation (B)(6) 2021. The reason for the procedure is not comprehensive. Product was analysed and did not show any product problems. User error.

Event description:
Insertion post could not be detached from implant during implantation. Dental implant was removed.